Manufacturer narrative:
A full mfg review could not be performed as the lot number is unk. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available info. The relationship of the device to the extravasation of the brachial vein is unk. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, lot #, catalog #, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Event description:
It was reported that following pta balloon use for angioplasty on the brachial vein; a contrast injection demonstrated extravasation at the lesion site. A stent graft was deployed to cover the extravasation of the brachial vein. The vessel was reported to the patent with good blood flow. The relationship of the device to the extravasation is unk.